Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the duodenum during a biliary dilatation procedure performed to treat dilation assisted stone extraction (dase) on (B)(6) 2025. During preparation, the nurse noticed that the balloon was not maintaining pressure and after they checked they found that the balloon has a defect. Additional clarification to determine the nature of the damage was not provided and the balloon may have burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a04 captures the reportable event of a balloon damage.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the duodenum during a biliary dilatation procedure performed to treat dilation assisted stone extraction (dase) on (B)(6) 2025. During preparation, the nurse noticed that the balloon was not maintaining pressure and after they checked they found that the balloon has a defect. Additional clarification to determine the nature of the damage was not provided and the balloon may have burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a04 captures the reportable event of a balloon damage. H11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 60 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon damaged/defective was confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 60 mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was inconsistently used per the instructions for use (IFU)/product label.